Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 02/10/2015 to present date 10/29/2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened.

Event description:
It was reported that the device had a damaged front cover and rear case. No patient involvement was reported.